Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:-no". The patient's medical history included obesity. Previously administered products included for an unreported indication: nexium and prenatal vitamin. Concurrent conditions included heartburn. Concomitant products included celecoxib (celexa) from 2013 to 2018, fluoxetine hydrochloride (prozac) from 2014 to 2018, fluoxetine from 2014 to 2018, hydrocodone from 2014 to 2015, ibuprofen since 2005, levomilnacipran hydrochloride (fetzima) from 2014 to 2018, phentermine from 2014 to 2018 and ranitidine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression"), acne ("rashes or skin conditions: bad acne,"), anxiety ("psychological or psychiatric problems: anxiety") and malaise ("sick all the time"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 30 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adenomyosis ("reproductive system disorder or condition: adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia )"), allergy to metals ("allergic or hypersensitivity reaction: I believe I was allergic to the nickel"), pain ("all over body pain"), back pain ("back pain"), swelling ("allergic or hypersensitivity reaction always swelled up all over body"), arthralgia ("hip pain"), abdominal distension ("bloating") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectom). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue, alopecia, nausea, depression, acne, adenomyosis, back pain, swelling, anxiety, malaise, arthralgia and menstrual disorder outcome was unknown and the migraine, weight increased, pain and abdominal distension had resolved. The reporter considered abdominal distension, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, malaise, menorrhagia, menstrual disorder, migraine, nausea, pain, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per follow up discrepancy noted date of insertion: (B)(6) 2015, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Most recent follow-up information incorporated above includes: on 27-sep-2019: after duplicate check, it was found that cases (B)(4) and (B)(4) are duplicates and belong to the same patient. Hence all the information from this case is transferred to case (B)(4). This case should hence be deleted from bayer database. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included obesity. Previously administered products included for an unreported indication: nexium and prenatal vitamin. Concurrent conditions included heartburn. Concomitant products included celecoxib (celexa) from 2013 to 2018, fluoxetine hydrochloride (prozac) from 2014 to 2018, fluoxetine from 2014 to 2018, hydrocodone from 2014 to 2015, ibuprofen since 2005, levomilnacipran hydrochloride (fetzima) from 2014 to 2018, phentermine from 2014 to 2018 and ranitidine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression"), acne ("rashes or skin conditions: bad acne,"), anxiety ("psychological or psychiatric problems: anxiety") and malaise ("sick all the time"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 30 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adenomyosis ("reproductive system disorder or condition: adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia )"), allergy to metals ("allergic or hypersensitivity reaction: I believe I was allergic to the nickel"), pain ("all over body pain"), back pain ("back pain"), swelling ("allergic or hypersensitivity reaction always swelled up all over body"), arthralgia ("hip pain"), abdominal distension ("bloating") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue, alopecia, nausea, depression, acne, adenomyosis, back pain, swelling, anxiety, malaise, arthralgia and menstrual disorder outcome was unknown and the migraine, weight increased, pain and abdominal distension had resolved. The reporter considered abdominal distension, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, malaise, menorrhagia, menstrual disorder, migraine, nausea, pain, pelvic pain, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per follow up discrepancy noted date of insertion: (B)(6) 2015, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added abdominal distension, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhea, fatigue, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, vaginal hemorrhage, weight increased, device monitoring procedure not performed. Severity added body pain, dysmenorrhea (cramping), back pain, pelvic pain, hip pain. Event outcome added pain, weight gain, boating, and headache / migraines. Concomitant drugs, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.